Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading and the meter bg reading were off by 30 points; values not provided. Customer declined to provide further details. A root cause could not be determined. Reportedly, the customer continued to use the sensor.